Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 14mm amplatzer septal occluder was implanted using an unknown delivery system. Device sizing was determined using a 24mm sizing balloon, and the procedure was performed under transesophageal echocardiography (tee) and fluoroscopy guidance. After the procedure, it was noted that the occluder had embolized, with transthoracic echocardiography (tte) confirming that the device had completely dislodged from the implant site. Therefore, the patient was referred to surgery for retrieval of the embolized device and surgical repair of the atrial septal defect. A stability check had been performed during the procedure with no leak detected around the device, and no rhythm changes were observed intra-procedurally. The patient remained hemodynamically stable throughout the procedure. An arrhythmia was reported within 48 hours post-procedure.